Event description:
It was reported that during a da vinci-assisted surgical procedure, a message was generated suggesting that the pressure of the tool head be reduced. The harmonic ace was discontinued, and replaced with a backup. The procedure was completed with no delays. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient. It was also confirmed that the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken blade. The complaint was confirmed by failure analysis.